Manufacturer narrative:
This MDR is being reported according to the timelines specified per the FDA guidance for industry "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" (may 2020), following FDA notification of the deferred reporting.

Event description:
During a literature review, an article [1] was identified in which one patient had hypotension requiring vasoactive medications and one had cerebrovascular accident following the pulmonary vein isolation procedure in which the nrg transseptal needle was used among other devices, including sl1 (abbott), preface sheath (biosense webster), arctic front advance (medtronic) and cryosheath (medtronic). There is no evidence to suggest that the baylis medical device caused or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. [1] peigh, g., kaplan, r. M., bavishi, a., diaz, c. L., baman, j. R., matiasz, r., . . . Passman, r. S. (2019). A novel risk model for very late return of atrial fibrillation beyond 1 year after cryoballoon ablation: the scale-cryoaf score. J interv card electrophysiol. Doi:10.1007/s10840-019-00588-x.